Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported due to wear of the post on the keel punches, the keel punch impactor handle slips and loosens during surgery. It gets difficult to remove the keel punch when finished preparing tibia.